Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) tried to reload the software to resolve the issue, and the machine would no longer accept software. The iabp would freeze on blue screen. He installed the video generator board and the machine was back up and working good. The iabp passed all functional and safety tests and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) found that touchscreen failed calibration test while performing a preventative maintenance (pm) on a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, therefore no adverse event was reported.